Event description:
It was reported that the power shut off during the case.

Manufacturer narrative:
Alleged failure: power shut off during case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes are: a bad safelight cable, bad safe light adapter, safe light cable not fully seated. The user may have done a short press and the light source will not activate this way. Advise to recalibrate the light source unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the power shut off during the case.